Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿  no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Supplies were changed resolving the occlusions. While performing a supply change, insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, apidra insulin was being used within the cartridges. Additionally, customer loaded cartridges with cold insulin. Tandem technical support advised the customer against using off label insulin with the pump. A supply change was performed to address the issue. Customer's blood glucose was approximately 200 mg/dl.